Event description:
It was reported that the surgeon inserted an aq2003v three piece silicone lens and discovered the posterior capsule was torn. The reporter stated the capsule had a small tear prior to surgery and the insertion of the lens resulted in further damage. The incision was enlarged, miochol and extra healon was used and the lens was removed. A different diopter lens was implanted and the incision was sutured.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that a haptic was torn off and missing and there was a reddish residue on the lens. Both sides of the optic and haptic were checked for sharp/rough edges and they were found to be acceptable. A work order search was performed and there were no similar complaints found.